Event description:
It was reported that during delivery of the subject stent to the microcatheter the subject stent came out of the resheath pad. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during delivery of the subject stent to the microcatheter the subject stent came out of the resheath pad. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1 adverse event - corrected - no malfunction b2 outcomes attributed to ae ¿ corrected ¿ no ¿other serious (important medical events)¿ b5 - executive summary - updated d9 - product available to stryker - updated d9 - returned to manufacturer on - updated h1 type of reportable event - corrected - no malfunction h3 device evaluated by mfg - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned with a microcatheter. The stent delivery wire (sdw) was returned inside the microcatheter and could be advanced/retracted without friction. During advancement, the stent was deployed from the microcatheter. On removal, the stent fully opened but was found to be slightly deformed towards the distal end with frayed braid edges. The sdw was kinked/bent approximately 3.1 centimeters from the distal end. No other anomaly was noted with the sdw. The introducer sheath was inspected, and no anomaly was noted. The microcatheter was inspected and no anomaly was noted. During functional inspection the device was flushed, and the 0.027" pin gauge was inserted into the hub without difficulties, it met the proximal end of the catheter shaft when inserted into the microcatheter hub. The microcatheter was flushed and a 0.0265" patency mandrel was advanced through the microcatheter shaft without friction or resistance experienced. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent deployed prematurely during use¿ was not confirmed during analysis as the stent was still attached to the sdw inside the microcatheter and it was possible to deploy it from the tip of the microcatheter also the reported ¿stent friction¿ was not confirmed during analysis as there was no friction or resistance experienced advancing the stent through the microcatheter. The reported complaint was not confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be average tortuous. The aneurysm was located at the tortuous anatomy. The defect was not identified at the time of preparation. The rotating homeostasis valve (rhv) of the delivery catheter was tightened prior to system induction and was properly loosened during stent deployment. There was no friction with the guidewire during system guidance. Friction or resistance was encountered intravascular. The system was able to be advanced to the target site. The event occurred before aligning the markers. The event occurred during stent delivery in the catheter. The stent was not deployed. The entire system was retrieved. There was no allegation against the microcatheter. Product analysis found the sdw was returned inside the microcatheter and could be advanced/retracted without friction. During advancement, the stent was deployed from the microcatheter which indicates the stent had not come off the resheath pad. On removal, the stent fully opened but was found to be slightly deformed towards the distal end with frayed braid edges. The sdw was kinked/bent approximately 3.1cm from the distal end which indicates it encountered a force during use. No other anomaly was noted with the sdw. There was no anomaly noted with the introducer sheath and none with the microcatheter. In the case of this complaint, it is difficult to understand why the physician felt the stent had come off the stent delivery wire (sdw) reheath pad as it was still attached on the returned device and the stent could still be controlled i.e. Advanced/retracted while inside the microcatheter. It is possible the level of vessel stenosis may have contributed to the event. Based on the review of all available information, an assignable cause of not confirmed will be assigned to the as reported ¿stent deployed prematurely during use¿ and ¿stent friction¿ as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. An assignable cause of procedural factors will be assigned to the as analysed 'stent deformed¿ and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.